Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patient's concern with the product, capsular contracture grade 4", and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red, black and yellow particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV and patient's concern with the product.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patient's concern with the product, capsular contracture grade 4", and rupture. Device has been explanted.